Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system not switching on. Upon some functional test, the fse checked connections and found problem is with power on switch. As a part of repair activity, the fse reseated all connections at cy and mdy. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
System not switching on from review model.